Event description:
It was reported that during an unknown procedure, the generator gave a handpiece error. The case was completed by using another device. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount. It was tested on a gen04 and no error code was noted. The instrument failed the continuity test and does not meet the specification for phase margin. The handpiece was disassembled; a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.